Event description:
It was reported to philips error code consistent with temperature high occurred. The device did not have patient involvement at the time the issue was discovered, there was no patient or user harm reported. The customer informed field service engineer (fse) that unit had produced blower high temperature alarm. Diagnostic report (drpta) revealed error code consistent with blower high temperature. Per service manual, the fse replaced the blower, and the system passed all recommended tests.

Manufacturer narrative:
The blower was returned for failure analysis. Visual inspection observed no obvious dust or debris on the unit. No signs of mechanical damage of physical mishandling. No obvious indications of electrical overstress or overheating. No signs of wear on connector or cabling. The blower spins freely. The returned blower passed all testing. The customer complaint cannot be verified; no fault was found.